Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No additional adverse patient effects were reported. This rv lead remains in service. Additional information indicated that there were concerns about a possible new fault code related to shocks provided with high impedances could have appeared. Technical services (ts) recommended further evaluation of the rv lead as calcification was suspected. No additional adverse patient effects were reported. This rv remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.